Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as unidentified (tear) opening and missing assessed as inconclusive. - granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported unknown side "rupture." Later healthcare professional reported "found both sides diffuse granuloma in ultrasound examination". This record is for the left side. The device has been explanted.

Event description:
Later healthcare professional reported "found both sides diffuse granuloma in ultrasound examination". This record is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, d.1, d.2a, d.2b, d.4, d.6a, h.4, h.6. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.